Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2016. A 31mm watchman flx¿ left atrial closure device was implanted. Two partial recaptures were completed as the device was too proximal and a tug test was performed. In (B)(6) 2015, during a 45 day follow-up, a transesophageal echocardiogram (tee) revealed a thrombus on the device. A computed tomography (CT) was also performed to confirm the thrombus. The patient was treated with low molecular weight hibor/heparin. No further patient complication were reported and the patient¿s status is stable.